Event description:
The pt was originally going to have a battery replacement. When impedances were checked, they were over 4000 ohms, so the surgeon changed the lead as well. The pt was reported to be doing well.

Manufacturer narrative:
(B) (4).